Event description:
It was reported that a patient underwent an open epigastric hernia repair procedure on (B)(6) 2009 and mesh was used. At the six month follow up the patient felt that he had a recurrence. However, the physician did not confirm this. The patient experienced pain and limited mobility. Now the physician has diagnosed the patient with a recurrent hernia and reoperation on an unknown date.

Manufacturer narrative:
(B)(4). Additional information was received that indicates this event does not meet serious injury reportability criteria. This event is therefore not reportable.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Device (B)(4) - recurrent hernia occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.